Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported experiencing high blood glucose over 400 mg/dl. Customer also stated he awoke with low blood glucose of 40 mg/dl, which he treated for with a snack. The customer stated he did not have time to complete troubleshooting at the time of the call. The customer will not be returning the device for analysis at this time.